Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 80 to 101 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer performed blood test prior to call after meal; received result of 73 mg/dl and a minute later a result of 230 mg/dl. Currently taking medication and insulin to manage diabetes. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 06/24/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 227 mg/dl (B)(6) 2015 08:30 am fasting: no; 197 mg/dl (B)(6) 2015 07:16 pm fasting: no; 83 mg/dl (B)(6) 2015 11:56 am fasting: no; 101 mg/dl (B)(6) 2015 03:53 pm fasting: yes; 122 mg/dl (B)(6) 2015 12:05 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.